Event description:
Litigation papers allege patient now suffers from persistent pain and elevated metal levels. The patients physician has stated that the patient will have to undergo revision surgery. ***update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening and pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Corrected: correction/removal reporting number. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege pt now suffers from persistent pain and elevated metal levels. The pt's physician has stated that the pt will have to undergo revision surgery.